Event description:
It was reported to philips that the device was getting a leads/ pads error.

Manufacturer narrative:
Reporter's phone number: (B)(6).

Manufacturer narrative:
The customer requested that the device be returned for bench repair. The device was received by the bench repair service on (B)(6) 2022. The reported issue was confirmed and the cause was traced to a faulty therapy capacitor. Based on the conclusion of the investigation, it was determined that this was a malfunction of the therapy capacitor. The therapy capacitor was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.